Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. The device also was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, and cracked lcd window.

Event description:
Customer reported that the insulin pump alarmed for a button error and that the buttons became unresponsive. The blood glucose reading was 405 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.